Event description:
(B)(6) (customer) reported that (B)(6) (nurse) at their site inadvertently splashed some transfer solution into an eye while breaking a vaginal swab in the tube. The swab with the specimen was already in solution. The nurse immediately flushed the affected eye with water per the instructions provided in the safety data sheet. In addition, (B)(6) flushed (B)(6) eye using a 10 cc syringe with sterile water. Per osha guidelines, a 'general accidental chemical exposure incident report' form was filled out. No professional medical treatment was sought as the affected individual had not complained about any further medical issues regarding this incident.